Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to lock test battery cap properly into the battery tube due to severe broken battery threads. Unable to boot up the pump due to broken battery tube threads. The pump was received with a damaged retainer ring. Unable to perform the displacement test. Unable to lock test-p-cap properly due to damaged retainer ring. The pump was cut open to perform visual inspection and found severe broken battery tube threads preventing the test battery cap from locking into place. Removed electronic assemblies to a test case and verified the pump boots up properly. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, missing display window cover, scratched case, broken battery tube threads, cracked case - corner of belt clip rails, cracked case (battery tube), label damage (peeling), keypad overlay texture damage, cracked retainer, retainer knit line damage. Cosmetic damage was confirmed at the battery compartment and retainer ring. Blank display was confirmed due to severe broken battery tube threads. Unable to lock the reservoir properly due to cracked retainer ring. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1886 was requested and customer response was the device was been returned for analysis.